Event description:
It was reported that during a routine follow-up this pacemaker was found to be in safety mode. The plan is to replace the device within the week. At this time, the device remains in service. No adverse patient effects were reported.